Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Patient reported "pain, very hard, textured, very swollen, fluid and rash". Patient later reported "lymph nodes, recalled textured and inflammation". This record is for the left side. Device remains implanted and it is unknown if it will be returned.